Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they got no delivery alarms on insulin pumps. Customer¿s blood glucose level was above 300 mg/dl at the time of the incident. Customer couldn't do high blood glucose troubleshoot as she did not have the pump. Product will not be returned for analysis.